Manufacturer narrative:
Additional information provided in h6 and h10. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the physician attempted to reposition the impella and pulled the device from the left ventricle (lv). The patient was taken to the catheterization lab for re-advancement into the lv, but further progression was unattainable. The device was explanted.